Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during choosing of desired plate surgeon tried to bend the plate to obtain the perfect anatomic placement. During bending they remarked there was a small crack at the opening for the screw. After this surgeon chose another x plate, size m. Surgery took a little bit longer because of change plate. No problem for the patient and there was no additional medical treatment required. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The x-locking plate is cracked in one of the screw holes. The measurable dimensions of the complained x-locking plate were checked and found to be in compliance with the technical drawings and ao/asif specification. No manufacturing related issues that would have contributed to this complaint were found. We therefore conclude that the plate broke due to high applied mechanical force. Titanium implants should never be bent forward and backwards. Placeholder.